Manufacturer narrative:
The device was received for evaluation. During visual inspection, damage was observed on the threads of the dark blue female connector. During functional testing the minicap was placed on the female connector and a leak was observed at the location of the damaged female connector. During clear passage and clamp functioning testing, the device performed according to product specifications. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the transfer set and minicap leaked iodine this occurred during use of the device for peritoneal dialysis therapy. There was no damage and crack reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.